Event description:
The angiosculpt device was used to treat a calcified distal sfa. During the first inflation at 10 atm, the balloon ruptured. The procedure was completed with a cutting balloon. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.

Manufacturer narrative:
The patient''s dob, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Foreign source: japan. The angiosculpt device was lost at the customer site, thus no returned product investigation was performed.